Manufacturer narrative:
Analysis was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin was squirting out during priming. The customer's blood glucose was 220 mg/dl at the time of incident. The insulin pump was returned for analysis.